Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, with moisture. Visual inspection found the lens haptic torn. Dimensional and functional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: refractive surprise each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. The lens was exchanged with a same length but different power lens and this resolved the problem. The cause of the event was reported as unknown.